Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) procedure with a qdot micro¿ catheter, the patient experienced cardiac tamponade that required drainage. During the pvi procedure (after performing ablation in the posterior wall of the rpv - right pulmonary vein- at 90 w ), blood pressure decreased to the 70-50 range. Noticing a decrease in the patient's blood pressure, the pvi procedure was terminated. Echocardiography confirmed the presence of pericardial effusion. Intracardiac drainage was performed, resulting in 500-900ml drainage. Afterward, the patient's blood pressure improved, consciousness levels were clear, and the patient was returned to the ward. Physician's judgment on health hazard was non-serious (moderate/minor), and no extended hospitalization. Cf (contact force) was ranging 5 to 20g and impedance fluctuations was about 2o. Noticing a decrease in the patient's blood pressure, the pvi procedure was terminated. No abnormalities observed prior to use of the product. Medical history/treatment history/other diseases currently being treated was surgery for esophageal cancer. Patient improved. Ablation was performed prior to noting the pericardial effusion. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31498154l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, bwi received additional information regarding the event. Number of ablations was (B)(4), all within the pulmonary veins and all with rf (radiofrequency) ablation. There was no evidence of steam pop. No surgical intervention was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).